Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found part of an instrument clip was found stuck inside the biopsy channel. Customer issue was confirmed with leak at the bending section cover. In addition, the following was noted during evaluation: plastic distal end cover is damaged, white clouded glue around charged coupled device lens, bending section cover glue chipped, bending section cover has slack, scope connector cover scratched, suction nuts painting peeling off, plug unit damaged, bending tube and forceps movement failed, scope connector cover has wear and tear, the forceps raiser was corroded and a scratched light guide lens, scope body, switch box unit and universal cord. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis exera iiii duodenovideoscope was leaking at the distal end. Upon inspection and testing of the returned device, it was observed that foreign material could not be removed from the device which occurs from insufficient or incorrect reprocessing of the scope. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the documents provided to this investigation, it was judged that the foreign material clogging inside the biopsy channel was a yellow-green cylinder-shaped material. It is considered highly likely that the foreign material did not come from the subject device but a part of a therapeutic device. The presumable cause was that the user handled a therapeutic device incorrectly, and as a result, the biopsy channel of the subject device was clogged with a part of the therapeutic device. As additional information could not be obtained from the user, it was difficult to further specify what the foreign material was, or a further assumable cause. Olympus will continue to monitor field performance for this device.